Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was unknown at the time of the incident. Customer states reservoir compartment broken, ring is missing. No further details are given. The customer will return the pump for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.